Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she just started on the insulin pump. Customer stated that she is currently on steroids. Customer is loading from the insulin pens and needs to get rid of them. Customer stated that her blood glucose readings are going up and down overnight even though she just corrected. Customer stated that her blood glucose was 407 mg/dl about a half hour ago and now it is at 413 mg/dl. Customer does not have any insulin vials and has been loading reservoirs from insulin pens. Customer was advised that it was considered off-label use and we cannot assist her with this issue. Customer was advised to consider manual injections at this time. Customer declined troubleshooting for high blood glucose since the issue is with the reservoir and air bubbles. Customer stated that she cannot fill another reservoir at this time. Customer did not troubleshoot for air bubbles since she is using reservoirs off-label.